Event description:
Mother of home patient (hp) reported "no flow detected" alarm at emptying the weight bag in dwell 1 during peritoneal dialysis on the pac-xtra device. During troubleshooting with baxter operational assistance personnel mother of hp discovered a leak in the tubing around the pump segment. Mother reported the tubing was loaded incorrectly. Healthcare professional was notified of event and no medical intervention was administered and no pt injury resulted.